Event description:
A report was received that following patient's trial procedure the fluid came out when the right lead was pulled out. It was also reported that the fluid was at the mid level and it was suspected that it could possibly be a cerebrospinal fluid leakage. The bsn sales representative have checked the patient and headache started to develop. The patient went to the emergency department as advised by the physician and received a blood patch. Device malfunction was not suspected.